Event description:
The customer reported that their overview station with full control was unable to save alarm limit changes. The device was in use on a patient. There was no report of patient or user harm.